Manufacturer narrative:
Evaluation summary the mother of a female patient reported that her daughter experienced a severe adverse event of hypoglycemia in (B)(6) 2015. On (B)(6) 2015, it was reported that the patient experienced an adverse event of high blood glucose and the patient's humapen luxura hd device was "not dispensing insulin." The investigation of the returned device (batch (B)(4), manufactured october 2012) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use. The patient's mother reused needles. This may be relevant to the complaint of high blood glucose.

Event description:
(B)(4) this spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) caucasian female patient. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog) cartridge, dose reported as if glycaemia was between 200 to 250, received 1,5 iu and if glycaemia was over 250, received between 2 to 2,5 iu; according to glycaemia, unknown route of administration, indicated for diabetes, starting on (B)(6) 2014.the insulin lispro was delivered via humapen luxura hd, since (B)(6) 2015. The patient also received insulin degludec, unknown dose, frequency, route of administration, indication for use and start date. In (B)(6) 2015, approximately one year and five months after starting treatment with insulin lispro and unknown time after beginning treatment with insulin degludec, the patient was hospitalized twice. According to the reporting consumer in the first time the patient was diagnosed with urinary infection. It was unknown if she received any corrective treatment at the hospital and the outcome was not provided. On unspecified date in (B)(6) 2015, after starting treatment with insulin lispro and insulin degludec, the patient was admitted to hospital for the second time due to hypoglycemia. As a corrective treatment the patient received something sweet, however, the reporting consumer stated that any sweet or molasses could increase the patient s glycaemia. The outcome of hypoglycemia was unknown. The hospitalization dates were not provided and it was reported the patient remained three days in the hospital and was discharged from hospital on an unspecified date. In addition, on (B)(6) 2015, approximately seven months, after starting treatment with insulin lispro via humapen luxura hd, batch number (B)(4), the patient experienced high glycaemia due to humapen luxura hd was not releasing insulin (pc 3520905). The reporting consumer stated that the pen worked only sometimes, and could not make sure if the insulin had come out, because the pen made the click sound, however, the patient s glycaemia continued high. As corrective treatment, the patient received insulin again. The outcome of high glycaemia was not provided. In addition, it was provided that the patient was very nervous when her glycaemia was high. No corrective treatment was provided and the outcome was unknown. Furthermore, it was provided the needles were reused, the humapen luxura hd was stored in the refrigerator, however, the pen was always primed before using and the injections were performed in the thighs, arms and buttocks. As of (B)(6) 2015, the patient was receiving insulin lispro via an unspecified borrowed pen until the company sent her a new humapen luxura hd. The patient's mother and teacher was the operator of device and they were trained by a nurse. The humapen luxura hd model and reported device had been used for seven months. Device will return. The device was returned on 15dec2015, and no malfunction was found. The reporting consumer did not relate the events of high glycaemia, patient was very nervous and humapen hd was not releasing insulin to insulin lispro, but related it to device. The reporter consumer did not assess a relatedness opinion for the events of hypoglycemia, urinary infection and incorrect storage of drug. Update 07dec2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. Update 10dec2015: additional information received on 07dec2015 from the initial reporter. Added the pc 3520895 in narrative. Added the patient was receiving insulin lispro via an unspecified borrowed pen while the company does not send a new humapen luxura hd. No medically significant information was added in the case. Update 11dec2015: upon review of this case, the case was opened to update the product complaint number from 3520895 (which was a case record number not a product complaint number) to 3520905. Update 04feb2016: additional information received on 03feb2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
(B)(4). If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) caucasian female patient. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog) cartridge, dose reported as if glycaemia was between 200 to 250, received 1,5 iu and if glycaemia was over 250, received between 2 to 2,5 iu; according to glycaemia, unknown route of administration, indicated for diabetes, starting on (B)(6) 2014.the insulin lispro was delivered via humapen luxura hd, since (B)(6) 2015. The patient also received insulin degludec, unknown dose, frequency, route of administration, indication for use and start date. In (B)(6) 2015, approximately one year and five months after starting treatment with insulin lispro and unknown time after beginning treatment with insulin degludec, the patient was hospitalized twice. According to the reporting consumer in the first time the patient was diagnosed with urinary infection. It was unknown if she received any corrective treatment at the hospital and the outcome was not provided. On unspecified date in (B)(6) 2015, after starting treatment with insulin lispro and insulin degludec, the patient was admitted to hospital for the second time due to hypoglycemia. As a corrective treatment the patient received something sweet, however, the reporting consumer stated that any sweet or molasses could increase the patient s glycaemia. The outcome of hypoglycemia was unknown. The hospitalization dates were not provided and it was reported the patient remained three days in the hospital and was discharged from hospital on an unspecified date. In addition, on (B)(6) 2015, approximately seven months, after starting treatment with insulin lispro via humapen luxura hd, batch number (B)(4), the patient experienced high glycaemia due to humapen luxura hd was not releasing insulin ((B)(4)). The reporting consumer stated that the pen worked only sometimes, and could not make sure if the insulin had come out, because the pen made the click sound, however, the patient s glycaemia continued high. As corrective treatment, the patient received insulin again. The outcome of high glycaemia was not provided. In addition, it was provided that the patient was very nervous when her glycaemia was high. No corrective treatment was provided and the outcome was unknown. Furthermore, it was provided the needles were reused, the humapen luxura hd was stored in the refrigerator, however, the pen was always primed before using and the injections were performed in the thighs, arms and buttocks. As of (B)(6) 2015, the patient was receiving insulin lispro via an unspecified borrowed pen until the company sent her a new humapen luxura hd. The patient s mother and teacher was the operator of device and they were trained by a nurse. The humapen luxura hd model and reported device had been used for seven months. Device will return. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not relate the events of high glycaemia, patient was very nervous and humapen hd was not releasing insulin to insulin lispro, but related it to device. The reporter consumer did not assess a relatedness opinion for the events of hypoglycemia, urinary infection and incorrect storage of drug. Update 07dec2015: upon review of this case, the case was opened to updated the medwatch fields for regulatory reporting. Update 10dec2015: additional information received on 07dec2015 from the initial reporter. Added the (B)(4) in narrative. Added the patient was receiving insulin lispro via an unspecified borrowed pen while the company does not send a new humapen luxura hd. No medically significant information was added in the case. Update 11dec2015: upon review of this case, the case was opened to update the product (B)(4).